Manufacturer narrative:
A complete analysis and testing of 1 opened and 1 used reservoir showed that they functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother reports that customer received a no delivery alarm during priming. Customer's blood glucose at time of call was 82 mg/dl. No delivery was resolved with infusion set change. Customer's mother reports that customer's blood glucose was between 300 mg/dl and 500 mg/dl. Customer will return infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).